Event description:
Procedure: laparoscopic cholecystectomy. According to the reporter: on (B)(6) 2009, following five days of fever, headache, fatigue, decreased appetite, and nausea, the pt underwent a laparoscopic colectomy in connection with a diagnosis of cholecystitis and cholelithiasis. The procedure was performed under general anesthesia. The surgeon dissected, cross-clipped and severed the gallbladder away from the surrounding tissue. The pt was transferred to the recovery room and discharged on (B)(6) 2009. The surgery was performed by a surgeon who was assisted by a medical student. After the gallbladder was removed from it's final adherence to the gallbladder bed, it was then placed in the device and removed via the trocar through the infraumbilical incision. For a period of approximately 9 months after the surgery, the pt suffered continued and excruciating abdominal pain and distress. On (B)(6) 2010, the pt underwent a CT scan of the abdomen and pelvis, and consequently in an effort to rule out gallstones or other serious medical issues, on (B)(6) 2012, the pt underwent an MRI. The MRI revealed an abnormality of uncertain exact nature in the mid abdomen to the left of the midline which confirmed a foreign body protruding into the lumen of the duodenal wall at the junction of the jejunum at the precise location where the gallbladder had been removed nine months earlier. The MRI report provides that the abnormality was suspected to be a "foreign body". There existed a "metallic liner object (that was) seen in the proximal small bowel correlating to the MRI findings, (which were) worrisome for ingested foreign body. These findings required the pt to undergo an enteroscopy on (B)(6) 2010. The foreign body - which was provided to the pt and the pt has since maintained - is a piece of surgical equipment that is approximately one inch in length, metallic in form and appearance, and angular in shape.

Manufacturer narrative:
(B)(4).